Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 250 mg/dl after a meal and, while attempting to give a manual bolus similar to a prior pump, accessed the fill tubing function and delivered 7 units while disconnected during the learning phase; education was provided on proper device use and to allow automated correction. Symptoms included elevated blood glucose without reported adverse clinical effects. Outcomes included return of blood glucose to target range without hospitalization or medical intervention. Investigation included telephone troubleshooting and user education regarding device operation and appropriate management of high glucose events. Investigation of this case revealed user error related to improper activation of the fill function and off-label use during a learning period, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.